Manufacturer narrative:
This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced an infection (location and treatment of infection unknown) and electrode migration. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.